Event description:
An implant card was received which indicates the patient's vns device was replaced on (B)(6) 2013 due to battery depletion.

Event description:
The explant hospital reported that the device is no longer available for return for analysis.

Event description:
Clinic notes dated (B)(6) 2013 were received, which state that the patient "has seizures than before". It was unclear if this note indicated an increase or decrease in seizures. Additional notes stated that the patient has been having few seizures less then a few seconds with only brief postictal state. There are no major or prolonged seizures. The patient's vns was interrogated and some of the settings were changed. Diagnostics indicate that the device was nearing end of service. Follow up with the physician's office found that the patient experienced an increase in seizure frequency; however, the severity of the seizures has decreased. Based on the patient's vns settings and aeds, the patient's seizures are not prolonged and have brief postictal states. Additionally, it was stated that the pre-vns seizure baseline level was unknown as this patient was not seen by the physician prior to being implanted with vns. No medication, programming, or other changes preceded the onset of the increased seizures. No trauma is believed to have occurred. The exact date the increase in seizures were first observed is unknown. The patient will be scheduled for a generator replacement surgery due to the low battery condition and the increased seizures. No other interventions have been taken or planned. No other information was provided.